Event description:
Customer initially called stating that her insulin pump is malfunctioning. Customer stated that she had the trouble with the insulin pump for a few months. Customer mentioned that she was in and out of the hospital due to high and low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2014-02114.